Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported discordant carbon dioxide (co2) results on patient samples on a dimension vista 500. Quality controls (qcs) recovered within ranges on the day of the event. Siemens remotely reviewed instrument data. Siemens observed errors related with the mixer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. Siemens is evaluating the event.

Event description:
The customer reported erroneous carbon dioxide (co2) results on patient samples on a dimension vista 500. Three erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate dimension vista 500 instrument. The repeat results were reported as the correct results to the physician(s). The customer also stated that there may be additional samples with erroneous results. The customer did not provide additional details for additional patient samples with erroneous results. There are no known reports of patient intervention or adverse health consequences due to the erroneous co2 results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00151 on 26-sep-2025. Additional information (06-oct-2025): siemens further evaluated the event. Quality control (qc) was within range for both levels, although abnormal assay flags were observed. Calibration data shows the accepted calibration was good. To further investigate, siemens requested additional information; however, it was not received. Based on the available information, the cause of the event is unknown. The investigation findings and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.